Event description:
The customer reported that during a resection of the rectum on (B)(6) 2015, the sealing function of the device was not adequate. Regrasp alarms were heard. End tones, indicating a completed seal cycle, were heard. Patient returned to the operating room on (B)(6) 2015 for infected hematoma with peritonitis. Closure of rectal stump with cholostomy terminal was performed at this time. Patient experience bleeding over 500cc's intra-operatively and received a blood transfusion 2 days post-operatively for a hemoglobin level of 7.7 g/dl.. Patient's hospital stay was extended by 10-12 days due to these complications. Patient's current status is satisfactory. .

Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.